Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged. Through follow-up, we learned that after inserting the lens, the doctor noticed that the lens plate was marked. The nursing staff confirmed that the lens was inserted and removed from the eye without complications. A back up iol was inserted during the same procedure. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 16-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the complaint device was received with the plunger rod fully advanced; the plunger rod tip was bent in a way that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge; no cartridge damage was identified. The lens module was inspected, revealing no damage; however, viscoelastic residue was observed which could have contributed to the complaint event. The lack of damage in the lens module suggests that the damage to the plunger rod tip occurred after lens delivery. Device assembly was inspected, revealing no assembly issues; viscoelastic residue was observed below the lens module which indicates that an excessive amount could have been used. Plunger rod advancement was inspected, revealing no issues. The lens was received coated in viscoelastic residue; the lens was cleaned, revealing cosmetic scratches on the optic body. The complaint issue "lens damaged" was not identified during product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.